Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3387 (B)(4) implanted: (B)(6)2006 explanted: (B)(6)2017 product type lead product ID 3387 (B)(4). (B)(6)2006 explanted: (B)(6)2017 product type lead product ID neu_unknown_ext (B)(6) product type extension product ID neu_unknown_(B)(6). Product type extension additional review indicates this information is a continuation of the event in manufacturer¿s report #3004209178-2017-24391. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the infection was at the left and right burr hole site. The incisional site/device tract was updated to lead/extension tract, burr hole site. The etiology was updated to possibly related to the device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had a "cephalic" surgery infection wound. Diagnostic methods included an examination that identified "inflation" wound on (B)(6) 2017. Interventions involved explanting and not replacing the lead (B)(6) 2017. The event had resulted in an unscheduled clinic or office visit. Etiology was noted as not related to the device, therapy or implant procedure. Incisional site/device tract was reported as burr hole site. It was unclear if it was the left or right side. Symptoms were indicated to be "exudation of cephalic wound and exposition of catheter." The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The outcome was resolved without sequelae (B)(6) 2017. No further complications were reported/anticipated.